Event description:
A talent aaa stent graft system was implanted in the patient for the endovascular treatment of a 60mm abdominal aortic aneurysm. Vessel morphology at implant was not reported. The patient was lost to follow up; however, it was reported that a current CT identified that the stent graft migrated more than 5cm in the aneurysm sac and a type ia endoleak was noted. The physician stated the cause due to tissue degeneration. The physician performed an intervention where an endurant aui 32x14x102 and and occluder plug were implanted. At the end of the procedure, not endoleak was detected. No additional clinical sequelae were reported and the patient is doing fine.

Manufacturer narrative:
(B)(4).